Event description:
Customer alleged the pin that holds the pump together was ill-repaired by a service center by replacing it with a wire. The wire has since come out. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) - no RMA has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 3 years 4 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The poa for the consumer called stating that the pin that holds the pump was repaired by the dealer over 1 year ago, being replaced with a wire instead of a replacement bolt. The wire has allegedly popped out and the pump fell apart. Invacare suggested that the (B)(6) contact the 2nd insurance carrier for specialty funds to have the bolt replaced as the consumer allegedly cannot afford the service call fee for the dealer. The (B)(6) has allegedly had the repair done again with a wire and not a bolt. No injury alleged.